Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2021. The stent was successfully implanted without any issues. During routine follow-up, on (B)(6) 2021, it was noticed that the stent had migrated distally into the duodenal wall and into the colon. The perforated duodenum was clipped and the migrated stent was successfully retrieved using a pair of forceps and no new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fully recovered".